Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision was likely the result of the reported pain, which was caused prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 5213656 - 02-010-03-0230 - logic cr femoral cem, left, sz 3 . 5567460 - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t . 5645686 - 200-02-26 - three peg patella 26mm.

Event description:
As reported, approximately 5 years and 5 months post the initial tka, the 60 year old female patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2024. There was extensive synovitis that was debrided. There was osteolysis behind the lateral femoral condyle and under the medial posterior tibia implant. Both the femoral component and the tibial component were tested for loosening and showed to be stable/not loose. The patient underwent a poly tibial insert swap and patella swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.